Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) t-wave oversensing, oversensing due to non-physiologic signals/sic (sensing integrity counter),the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and a r-wave amplitude measurement issue. Concomitant medical products: 5076, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low r waves, short v-v intervals, double counting of the r waves during high-rate non-sustained episodes, and t-wave oversensing (twos). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.